Event description:
It was reported the patient was feeling symptomatic with fatigue and shortness of breath from the right atrial (ra) lead failing to capture. The ra lead had no sensing. It was also reported that on fluoroscopy the lead did not look "normal" and it appeared as if the lead tip had disconnected from the rest of the lead body. It was noted that the impedance was 1000 ohms with the unipolar and bipolar configurations. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.